Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to allege a keypad malfunction. The reporter claims the buttons must be pressed hard and multiple times to get a response. The patient denied any trauma or damage to the keypad or the pump. The patient wore the pump on a belt clip and did not clean the pump. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
(B)(4): testing confirmed that the "contrast","up" and "down" keys have intermittent response to button presses. The keypad was fully intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen and contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.